Event description:
The customer reports back to back results of 341 mg/dl on her meter and 121 pm per doctor's meter. No report of adverse event. Controls not run for reported incident. Return requested and replacement was sent.